Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The hospital requested deep disinfection in order to solve the reported contamination. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.

Manufacturer narrative:
Through follow up communication, livanova learned that the device was placed inside the operating theatre during use with the fan opposite to the patient at an estimated distance of four (4) meters from the surgery field. Reportedly, the device was cleaned as per the IFU. However, the hospital doesn't apply the water quality monitoring by daily checking the peroxide level. If the water quality monitoring is not conducted the water is not guaranteed to stay at the drinking level and this approach may have led/contributed to reported contamination.